Event description:
Information received does not address the patient's clinical status but notes that during a routine follow-up, the device was pacing at 70 ppm, but interrogation noted dashes (---) for base rate, sensor parameters and refractory periods. Interrogation and programming were difficult. Emergency vvi was unsuccessful. A subsequent interrogation revealed a low battery voltage of 2.46v and a high impedance of 15 kohms. A software download failed, therefore the device was replaced.